Event description:
It was reported that the df-1 pin of the svc lead would not fit into the svc port of the ICD header. Nonetheless, the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.